Event description:
A healthcare professional reported that patient received coolsculpting elite treatment to the upper arm on (B)(6) 2026 with a flat 125 applicator and was presented with hyperpigmentation, excessive blister and pain post treatment. Patient went to urgent care, received diagnosis of second-degree burn and antibiotic cream treatment for blister. Two days later, patient went to the emergency room at hospital due to having worsening pain and blister. Patient received treatment with oral antibiotics steroids, over the counter pain medicine and is now dressing blister as it has ¿popped¿. Emergency room doctor stated that patient will have significant scarring.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation. A supplemental report will be submitted if and when additional information is obtained.